Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset was confirmed in the laboratory. An arc mark was observed on the can. Review of the egms found noise associated with a lead anomaly. The device was tested on the bench and our automated testing equipment and found to be normal. It is believed that the lead arced to the can causing a device reset.

Event description:
It was reported that the patient was admitted to the hospital after receiving therapy. Device went into backup vvi mode. Device was explanted and replaced.